Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device displayed an error code 1000 when switch on the device. There was no reported patient involvement.

Manufacturer narrative:
Incorrectly selected wrong type of event, should state malfunction .